Event description:
A pump alarm was reported, identified as alarm 20, which occurred during pumping. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer initially attempted to load a new cartridge with assistance but faced recurring cartridge alarms. Tandem technical support decided to replace the pump, confirmed it was under warranty, and ensured the customer understood the replacement process. A replacement pump was provided to ensure uninterrupted insulin delivery.